Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited beeps about halfway through with no error message. It was also reported that when the pump was stopped and restarted it exhibited no disposable pump won't run alarm. No patient consequences were reported. No adverse effects were reported.